Event description:
It was reported that they met with their medtronic rep to adjust the settings of their stimulator and after that the controller dies on them. Caller mentioned that their rep thinks that it is because of the broken button on the controller. Caller confirmed that the button at the top of the controller is broken. A request was sent to repair for controller replacement. On 2025-jul-28: mpxr report #(B)(4) (con): additional information was received from the patient. Patient¿s complaint was the stimulator controller would say that the stimulator was off even when she didn¿t shut it off. We determined that the broken button on the top of her programmer was accidentally engaging when she was putting it in her pocket, causing the system to shut off. She will call to patient services for a replacement controller. The on off button at the top of the programmer is clearly broken. It is in a constantly semi-depressed state.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.